Event description:
On (B)(6) 2013, a patient was implanted with a 21 mm biocor valve (aortic position) and a 27 mm biocor valve (mitral position). On (B)(6) 2017, the patient was found to have both aortic and mitral valve insufficiency. Both valves were explanted and both valves were noted to have cusp tears. A 19 mm epic valve (aortic position) and a 25 mm epic valve (mitral position) were implanted. The patient is reported to be stable.

Manufacturer narrative:
An event of aortic and mitral valve insufficiency was reported. Gross morphological and histopathological examination revealed tears on the bases of cusps 2 and 3 extending onto the shared stent posts. Fibrous pannus ingrowth was observed on the inflow surface of cusp 3. Thinning and a loss of collagen fibers were also observed on cusps 2 and 3. No acute inflammation or significant calcifications were observed. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported event remains unknown.